Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reported "body rejecting breast implants leading to capsular contracture", baker grade unspecified. Later healthcare professional reported "full body hives, joint achiness, malaise, feeling generally poor and localized tenderness at the voluma¿ injection sites". Malaise, possible undiagnosed immune condition, joint swelling, joint achiness and feeling generally poor are considered not device related. This record is for the right side. The device remains implanted.